Manufacturer narrative:
During quality investigation testing, the overheating reported by the customer was duplicated. Further investigation revealed corrosion within the balance rotor, the core driveshaft, the motor cartridge and the etched spindle. The rotor, motor, driveshaft, spindle housing nose cone and the bearing stop were replaced; the device was repaired and return to the customer.

Event description:
A stryker core impaction drill was received for repairs with notification that it overheated during a procedure. Another drill was used to complete the procedure without delays and no injuries were associated with the event.